Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating while servicing the device, it was observed that the device was getting error code 1127 ¿ check vent: ovp circuit failed message. It was reported there was no patient involvement at the time the issue was discovered. Based on these findings, the data acquisition printed circuit board assembly (pcba) was replaced. The device was fully inspected, cleaned, run-in tested, and functionally tested. The software version was confirmed as 3.20. The ventilator subsequently passed all required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time; however, the complaint will be reopened if new information becomes available.